Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm reported complaint. The instrument was found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the tip of a medium-large clip applier instrument where the clip attaches to was bent and would not clip appropriately. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: nothing was noted out of the ordinary when inspecting the instrument, however when they were attempting to clip the vessel, they experienced the clip applier was not functioning properly. They removed the instrument and saw that the tips were bent and thought it might have been from sterile processing. They continued the procedure with a backup clip applier to complete the procedure without issue. No harm or injury to the patient. No photos or videos are available for review. Clips used during the procedure were medium-large clips. The instrument is being returned for analysis. No patient demographics available.